Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that an issue was identified, during a routine follow-up. Noise consistent with minute ventilation oversensing was found, on the right atrial (ra) lead connected to this cardiac resynchronization therapy defibrillator (crt-d). In turn, this resulted in pacing inhibition, with no observed asystole. Pacing impedances average around 400-500 ohms. One elevated reading of about 1700 ohms was reported. The respiratory sensor was turned off and the physician will continue to monitor. No adverse patient effects were reported.